Event description:
The surgeon, reported to our sales rep that he observed during a routine control that the screws are dislocated. This happened twice. He fixed the screws by ambulant surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be reported on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
The surgeon, reported to our sales rep that he observed during a routine control that the screws are dislocated. This happened twice. He fixed the screws by ambulant surgery.